Event description:
Customer reported a hospitalization due to high blood glucose levels and heart issues. Customer's symptoms were chest pain. Blood glucose level at time of hospitalization was over 600 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.